Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of alarm when device is turned on was confirmed as an f-94 alarm. The root cause of the reported condition was due to a cracked main battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump presented an alarm when the device was turned on. There was no patient involvement. Additional information was requested and is not available.